Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had all the seven bands attached, one of them was broken and some of the bands overlapped. The ligator housing teeth were bent. The handle had evidence that the trip wire was secured. Also, the trip wire was broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had all the bands attached, one band was broken, some of the bands overlapped, the ligator housing teeth were bent, and the trip wire was broken. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. It is most likely that once the bands were tried to be released from the suture, the bent on this ligator housing teeth affected the band deployment. It is possible that this problem when trying to deploy the bands, and if it was not possible to deploy the bands which could have made the physician to use more force to deploy the bands and could ultimately add more pressure to the whole system making the trip wire get broken in the process. However, the trip wire was not reported on the complaint record. Therefore, it is most likely that the trip wire was cut in order to take out the device from the scope once the procedure could not be completed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
This report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2024. During the procedure, the bands were entangled together and could not be deployed. A second speedband superview super 7 was used. The first was band was successfully deployed; however, the remaining six bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2024. During the procedure, the bands were entangled together and could not be deployed. A second speedband superview super 7 was used. The first was band was successfully deployed; however, the remaining six bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.